Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was verified but was not able to be duplicated. Root cause could not be determined. After completing other unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.